Event description:
The customer reported that the ac adapter was not working and that the power plug was burned. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.